Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes presence of particles in the device and also the patient is having cough, respiratory congestion, pneumonia, sinus infections, vomit, shortness of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes presence of particles in the device and also the patient is having cough, respiratory congestion, pneumonia, sinus infections, vomit, shortness of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection. The manufacturer found evidence of an unknown white, grey and black dust like contamination, very small hairs in the air input of the blower box and bottom of the blower motor. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of hairs and some unknown brown, black and white contaminants in the humidifier box and heater plate. The manufacturer found also evidence of black guitar and contamination in the humidifier enclosure and humidifier box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with hairs and dust, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.